Event description:
Following an atrial fibrillation ablation procedure, the patient arrived at the emergency room six days post procedure. A 1cm esophageal injury was diagnosed which required placement of an esophageal stent, clips, and surgical debridement. The fibroscopy (endoscopy) did not rule out an esophageal fistula or a mechanical lesion related to ote. There were no performance issues with any abbott devices.

Manufacturer narrative:
The product's lot number was unable to be obtained and therefore full UDI information(d4) cannot be not provided.

Manufacturer narrative:
Additional information: g3, h2, h3, h6 the results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported esophageal injury remains unknown.